Event description:
In 2006, at approx 5:20 pm (exact time unknown), a resident's left tip index finger was cut off due to being turned in geri-chair. Her hand was at side of seat. Contacted invacare 1-800-333-6907. Said no recalls on chair. Was manuf 11/2001. Contacted dealer: stated no recalls, no complaints on any geri-chairs.